Event description:
Patient was receiving electric stimulation for muscle re-education for the left leg. Near the end of the treatment (15 minutes), a small amount of smoke was noticed coming from one electrode. The treatment was discontinued, the electrode removed and the skin inspected. No sign of injury was evident, and patient had no complaints of pain in the area. The electrode was positioned near another electrode, and it is possible that the two electrodes had some interaction to cause the smoke with no damage to the underlying skin. The unit was tagged and sent to the manufacturer for testing. The unit was found to be okay. No other device identifiers are available.